Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("severe abnormal bleeding resulting in emergency medical attention") in a 25-year-old female patient who had essure (batch no. A36515,a45113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hip surgery. The patient was not pregnant. Previously administered products included for birth control: nuvaring from 2010 to december 2011 and birth control pills in 2008. Concurrent conditions included obesity. Concomitant products included cetirizine hydrochloride (zyrtec) since 2009, fluoxetine hydrochloride (prozac) from 2013 to 2017 and salbutamol (albuterol) since 2009. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 23 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain / dysmenorrhea (cramping),"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)/prolonged and abnormal menses,once a moth for 7-9 days, huge clotting during menses, loss of blood resulted in ER visit"), migraine ("migraines"), dysgeusia ("metallic taste in mouth"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). In april 2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"). In 2013, the patient experienced vaginal discharge ("abnormal vaginal discharge"), depression ("depression"), anxiety ("anxiety / anxiety attacks") and nausea ("nausea"). In august 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), dental caries ("abnormal tooth decay"), abnormal weight gain ("abnormal weight gain / weight gain,"), acne ("acne on face and back"), tooth disorder ("back dental problems"), weight fluctuation ("50lbs-70lbs weight fluctuation"), abdominal pain lower ("lower abdomen pain") and myalgia ("muscle pain"). The patient was treated with ibuprofen, para-seltzer (excedrin) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed in september 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, back pain, dyspareunia, migraine, alopecia, dysgeusia, dental caries, vaginal discharge, fatigue, abnormal weight gain, vaginal haemorrhage, depression, anxiety, acne, tooth disorder, headache, nausea, weight fluctuation, abdominal pain lower and myalgia had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, acne, alopecia, anxiety, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, myalgia, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal.. There were about 8 coil is visible on the right and 5 on the left diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - in march 2013: total bilateral occlusion current weight 235 lbs. Approximate weight at the time of essure placement 189 lbs most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, lot number added, patient historical and concomitant conditiona added, historical drug added, concomitant drug added, events added as follows:- vaginal haemorrhage, depression, anxiety,acne, tooth disorder, headache, nausea, weight fluctuation, abdominal pain lower, myalgia. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("severe abnormal bleeding resulting in emergency medical attention") in a 25-year-old female patient who had essure (batch no. A36515,a45113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hip surgery. The patient was not pregnant. Previously administered products included for birth control: nuvaring from 2010 to december 2011 and birth control pills in 2008. Concurrent conditions included obesity. Concomitant products included cetirizine hydrochloride (zyrtec) since 2009 and salbutamol (albuterol) since 2009. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 23 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain / dysmenorrhea (cramping),"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)/prolonged and abnormal menses,once a moth for 7-9 days, huge clotting during menses, loss of blood resulted in ER visit"), migraine ("migraines"), dysgeusia ("metallic taste in mouth"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). In april 2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"). In 2013, the patient experienced vaginal discharge ("abnormal vaginal discharge"), depression ("depression"), anxiety ("anxiety / anxiety attacks") and nausea ("nausea"). In august 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), dental caries ("abnormal tooth decay"), abnormal weight gain ("abnormal weight gain / weight gain,"), acne ("acne on face and back"), tooth disorder ("back dental problems"), weight fluctuation ("50lbs-70lbs weight fluctuation"), abdominal pain lower ("lower abdomen pain") and myalgia ("muscle pain"). The patient was treated with fluoxetine hydrochloride (prozac), ibuprofen, para-seltzer (excedrin), cyanocobalamin (vitamin b12), multivitamin, miconazole nitrate (monistat), venlafaxine (effexor), bupropion (wellbutrin), alprazolam (xanax), zolpidem tartrate (ambien) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, back pain, dyspareunia, migraine, alopecia, dysgeusia, dental caries, vaginal discharge, fatigue, abnormal weight gain, vaginal haemorrhage, depression, anxiety, acne, tooth disorder, headache, nausea, weight fluctuation, abdominal pain lower and myalgia had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, acne, alopecia, anxiety, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, myalgia, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal.. There were about 8 coil is visible on the right and 5 on the left . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - in march 2013: total bilateral occlusion current weight 235 lbs. Approximate weight at the time of essure placement 189 lbs . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("severe abnormal bleeding resulting in emergency medical attention") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain"), menorrhagia ("prolonged menses"), abdominal pain ("severe abdominal pain"), pelvic pain ("severe pelvic pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("abnormal tooth decay"), vaginal discharge ("abnormal vaginal discharge"), fatigue ("fatigue") and abnormal weight gain ("abnormal weight gain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, pelvic pain, back pain, dyspareunia, migraine, alopecia, dysgeusia, dental caries, vaginal discharge, fatigue and abnormal weight gain had not resolved. The reporter considered abdominal pain, abnormal weight gain, alopecia, back pain, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal. Company causality comment incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.